Event description:
It was reported that the external pulse generator had a black connector on the ventricular side broken. It was also requested that the generator receive its test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had a black connector on the ventricular side broken. It was also requested that the generator receive its test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricle connector was broken and it was therefore replaced. Analysis also found that the lower case, two side bail covers and the ring cover were broken, that the battery contacts were compressed, the ring was bent and the keyboard pad was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.